Event description:
Healthcare professional (hcp) reports 10 fiber leaks noted by blood in the dialysate compartment at the onset of the pt treatment. New disposables were used to continue the pt treatments without incident. The dialyzers were reused 50, 24, 44, 15, 25, 28, 20, 33, 13 and 15 times. Estimated blood loss of 250cc reported. No pt injury and no medical intervention was required. Incident dates range from 1/7/99 to 1/8/00.